Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number: 2951238-2022-00404.

Event description:
The customer reported to olympus, during an endoscopic retrograde cholangio- pancreatography to remove a stent, the distal end cover fell off the endoscope. The missing cap was identified upon withdrawal of the endoscope from the patient. The physician re-inserted the endoscope to look for the distal cover but was unable to locate it. The staff looked on the floor and in the patient's bed and linens and still could not find it. A fluoroscopy image was attempted but the facility determined it would not work. A full CT scan was performed and the cover was not located in the patient. The physician looked for the distal cover for approximately 18 minutes after the procedure was successfully completed. The procedure was delayed 30 minutes due to this issue. The patient was admitted to the ICU for monitoring. After 24 hours of observation, the distal cover was not found and the patient was reported as 'doing fine' and discharged from the hospital. Additional devices used during the procedure: visiglide wire and cre dilation balloon. The facility also reported the patient had a tight stricture and kept biting down on the bite block. The box of distal covers with the same lot number was removed from use. This event includes 2 reports: patient identifier (B)(6), maj-2315, (B)(4). Patient identifier (B)(6), tjf-q190v, (B)(4). This is report 2 of 2 for patient identifier (B)(6), tjf-q190v, (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to device handling due to: a) the distal cover was inappropriately attached. B) the cover had crack and/or pinhole. C) chemical solutions such as snit-fog agent adhered to the distal cover, which caused breakage of the cover.